Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. Nevertheless, it has been confirmed that there is no issue in the product but was used in an indication in which the device was not suitable. They used atraumatic cylindrical needles instead of cutting needles. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: purchasing error by the user. Final conclusion: the case is not confirmed as there is no quality issue. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that this type of needle is unable to penetrate the cornea as it is not sharp enough, causing significant difficulties for operators during the closure of surgical access points. Number of pieces involved: all batches and all packages. Additional information has not been provided.